Manufacturer narrative:
H.10: a review on database has been conducted and revealed that this specific event is actually a duplicate of the already reported medwatch # mw-006186.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova deutschland initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t struggles to warm on the patient side. There was no patient involvement.